Event description:
A report was received that a patient was experiencing worsening of dyspnea and was hospitalized. The patient's symptoms are device related. The patient's medications were adjusted and the event resolved.